Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose level was 216 mg/dl and his sensor glucose level was 65 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The customer's insulin pump went into threshold suspend as a result of his sensor glucose levels. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.